Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received shock therapy from the device while in cardiac rehab when a storm came through. The patient was wheeled to the emergency room. Follow up information provided that the shock was due to atrial fibrillation with rapid ventricular response. The patient's medication was changed and the device remains in use. No further patient complications have been reported as a result of this event.